Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 04/01/2020. A manufacturing record evaluation was performed for the finished device batch number mjk590, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the suture was used. During the procedure, the needle broke into two pieces while passing through tissue, unknown layer of tissue, unknown loop. The broken pieces were retrieved from the patient, found visually, no x-ray was needed. A second like needle was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/28/2020. Corrected information: d3, g1, g2. Additional information: d10, h6. Additional h3 investigation summary: a failed suture needle was for fractographic evaluation. The components were identified as product code j376h. A fracture was observed in the body of the sample. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fractures and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.